Event description:
It was reported that the device keep rebooting at testing. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. The smiths label was intact, and the device had a scratched screen. There was evidence of the reported failure in the event log. A functional test was performed, and the reported failure was replicated. The device was started with a cassette attached and restarted. The circuit board will be replaced. The root cause of the reported problem was not determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.